Event description:
It was reported that approximately 14 months after the promus stent implantation in the proximal left anterior descending (lad) coronary artery, the patient underwent angiography resulting in percutaneous coronary intervention in the proximal circumflex artery. During the attempts to cross the lesion in the proximal circumflex artery, a bmw 300 cm guidewire failed to cross the lesion. Next a hi-torque cross-it wire and a miracle bros wire failed to cross. Finally a confianza pro 12 crossed into the distal circumflex artery. The balloon angioplasty was then completed successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instruction for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.